Event description:
It was reported that this device had noise observed on ra and shock channels. The device remains in services. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).